Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h4, h6(investigation type, investigation findings & investigation conclusions), h10, h11. Corrected fields: g1(contact person), h6(impact codes).

Event description:
N/a.

Manufacturer narrative:
The full name of the event site was shortened due to field character limit; the full name is (B)(6) med ctr. Testing of actual/suspected device (10/213): the getinge field service engineer (fse) that encountered the issue replaced the executive processor board and completed the pm with full calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted if this information is provided to us.

Event description:
It was reported that during software installation, the cardiosave intra-aortic balloon pump (iabp) will no longer boot into the user menu, and service mode is not accessible. There was no patient involvement, and no adverse event reported.